Event description:
A customer reported that the speaker and vibrate function of the pump was not working properly, with the speaker being inaudible despite settings being adjusted to high. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to conduct specific tests, and a low sound persisted during alerts. As a resolution, the pump was set to be replaced by technical support. The customer was informed and acknowledged that he would receive a new pump with a new warranty.